Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # c9dd9f. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned inserted through a sleeve with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, six(6) conforming clips were fed and formed; finally the device locked out as intended. However, it is known from the history of the device that the jaw disengaged condition may lead to dropping or ejecting clips. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, clip applier spit clips. No patient harm.